Event description:
The generator control panel leak on exposure with the overtable x-ray tube on the table bucky by itself, while the x-ray technician was out in the room near the x-ray tube preparing to take a lateral spine exposure of the pt. This problem has occurred previously on 6/7/95 and 7/10/95.